Event description:
The customer reported the system is intermittently failing to save the proper cine image and was slow to clear the save icon. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the software upgrade were installed during the service call. The system was then found to be operating as intended and put back into service.